Event description:
IV pump with nicardipine programmed was running without alarming on the pump. Pt blood pressure very labile and multiple drips started and stopped with systolic blood pressure fluctuating from 306 to 54. Rn noticed that vtbi of nicardipine was decreasing on the pump but that the bag volume was not changing and there were no drops flowing. The pump was switched out and pt's blood pressure normalized. FDA safety report ID # (B)(4).